Event description:
The dealer states the socket head screws in this kit keep popping out of left reclining back.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.